Manufacturer narrative:
(B)(4)

Event description:
The recipient reportedly refused to wear the external equipment due to pain and headaches. Programming adjustments were made, however, this did not resolve the issue. Device revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. No corrective action is indicated. This is the final report.